Event description:
Add'l info rec'd from rptr 04/21/06: consumer reported the heating pad gave off excessive heat while on a medium setting. The heating pad was left in a chair while not in use by the consumer, remaining on the medium setting. Consumer returned to the chair to find burn marks on a chair pad and the chair itself. Consumer rec'd no injury from use. On 03/31/06, rptr requested FDA collection of heating pad; to analyze for cause of device failure. He requested recall of the product beleiving the design created a significant risk of fire.

Event description:
Heating pad seemed to have malfunctioned that resulted in burnt holes in a pad of a wood chair and a bath robe the person was wearing at the time of the malfunction. The heating pad was purchased approx six months prior. The pad, when not in use, was stored in a drawer, laid flat. The appliance cord and control looked new and there was no visible damage present on the control of the cord going to the heating pad. The person using the pad turned it on high to preheat it as it laid over the top of a chair. When the person started to use it a short time later the pad felt very hot. The person turned it down to medium and it was still very hot. The person started to smell a burning odor, looked at the pad and noticed it was smoking and it may have had very small flames present at the surface. The person unplugged the pad, took it to the kitchen sink and ran water over it to the make sure the fire was out. The fire investigator could view several burnt locations of pad with the internal wire being exposed within the burnt areas.